Manufacturer narrative:
The customer¿s calibration signals were showing imprecision and an issue was found with the probe tubing. This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys hcg test system result for one patient with the cobas e411 immunoassay analyzer. The initial result was 21.24 miu/ml. The repeated result was 11,288 miu/ml. The second repeated result was 12,005 miu/ml. It is unknown if the questionable result was reported outside the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer found that a tube was out of a pulley rail. The tubing was replaced and the sample/reagent probe was primed. Controls were run for all tests and passed per specifications. The investigation determined the service actions resolved the issue.